Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Hip revision of accolade tmzf stem head of stem, the head had come of the stem trunnion wear.

Event description:
Hip revision of accolade tmzf stem head of stem, the head had come of the stem trunnion wear.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem that was mated with a metal head was reported. The event was confirmed through clinician review of the medical records provided. Method & results: product evaluation and results: not performed as no product was returned for evaluation. No photographs were provided for review. Clinician review: a review of the provided operative reports and pre revision x rays by a clinical consultant indicated: x-ray printouts include a series dated (B)(6) 2018 , which is an ap of the pelvis demonstrating an osteoarthritic right hip. A second x-ray dated (B)(6) 2018 is an ap of the pelvis demonstrating a right uncemented total hip arthroplasty with no screws in the acetabulum. The stem and shell are in nominal position and the head is in the acetabulum, however the trunnion is disassociated from the head with evidence of superior erosion of the trunnion noted. No clinical or post medical history, no documented follow up ther than the brief translation of the operative reports, no serial x-rays other than the pre revision ap of the pelvis, and no examination of the explanted components are available for review. Based on the information available for review no determination can be made regarding the cause of this clinical event. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided operative reports and pre revision x-ray by a clinical consultant confirmed the reported disassociation between the head and the stem based on the operative report and x-ray provided. The exact cause of the reported event could not be confirmed. Further information such as product return, serial x-rays as well as clinical/ medical post history reports and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.